Event description:
Secondary set leaked chemotherapeutic agent, rituximab, from the vent closure site. Neither the patient nor the clinician prepping the infusion were harmed by the incident.

Manufacturer narrative:
Occurrences of this product malfunction are being investigated by vygon quality assurance. The investigation involves in-house investigation of product, use of the product, and component investigation by the supplier. Results of the investigation are still pending and will be sent in a follow up MDR.